Manufacturer narrative:
(B)(4).

Event description:
It was reported that the presented to the emergency because of symptoms thought to be related to atrial fibrillation and unrelated to the pulse generated when the device was interrogated. Review of the stored episodes competitive atrial pacing was noted which caused crosstalk. The device was reprogrammed and the patient was stable during the event and would continue to be monitored.

Event description:
New information received on 05/17/18 noted that the device was explanted on (B)(6) 2018 for unknown reasons. No further information was reported.

Manufacturer narrative:
Final analysis found normal device characteristics.